Event description:
It was reported that the patient was experiencing inadequate stimulation and felt vibrating sensation in the back while stimulator was off. It was also reported that the patient felt pain and burning sensation. The patient underwent a procedure wherein the ipg was explanted and was doing well postoperatively. The explanted ipg was discarded by the medical facility.